Event description:
According to the complainant, there was no perforation of the urinary system.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A visual inspection of the returned capio suturing device revealed no defects. A functional analysis of the device also revealed no defects: the device was actuated with a capio suture three times and functioned within specifications. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polypropylene 36-inch size 0 capio suture during a richter procedure. According to the complainant, the needle of the capio suture detached within the urinary system of the patient when the physician was throwing the suture through the tissue. It is unknown whether some amount of suture was still attached to the needle or if the break was at the needle. The physician completed the procedure without the capio device and there were no reported patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine." Since the initial procedure, the needle has been located within the patient by radioscopy but will not be retrieved. The exact date the needle was located is unknown.